Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. No unexpected battery out limit alarm or low battery alarm anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power. The customer's blood glucose level was 141 mg/dl. The customer also reported that the insulin pump did not received low battery alert prior to the off no power alert. The customer stated that the second occurrence of off no power without a low battery warning. The customer was advised that the insulin pump need to be replaced and revert to back up plan. The replacement insulin pump will be sent to the customer. Insulin pump will be return for analysis.